Event description:
Patient admitted to the local hospital emergency department with severe shortness of breath and low o2 levels, possibly aggravated by recent bronchitis. The patient received several CT scans and was put on heparin and is recovering. Additional information has been requested but is not yet available.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Further information from the clinical study team confirmed the event was unrelated to the cardiomems device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information received 09jan2024. The healthcare provider confirmed the event previously classified as severe shortness of breath and low o2 levels was determined to be bronchitis and the healthcare provider confirmed the event was not related to the cardiomems device.